Manufacturer narrative:
The complaint device was not returned to mitek and therefore a physical evaluation cannot be performed. An exact root cause for this type of failure cannot be discerned with the given information. Two possible batch numbers have been provided for this device. A batch record review for 3779605 indicated that this batch of product was processed without incident and review for 3779688 indicated that this batch was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for lot 3779605 and no other complaints for lot 3779688. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. At this point in time, no corrective action is required and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and an evaluation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
After arcr in other hospital, it turned out that the inserter in question had broken and its broken piece had been left in the patient¿s body as the attached x-ray photos show. Inflammation and the pain by impingement were not reported. The planned surgery was completed.